Event description:
(B)(6): bd alaris pump infusion burette set with ball valve malfunctioned and doesn't prime. Ref 2447-0007 lot (10) 21095293. (B)(6): trying to prime ivig (intravenous immune globulin) and noticed that the medication wasn't going into the ball chamber in order to prime. Squeezed it multiple times, flipped it around, opened all the clamps, but it wasn't going into the ball chamber. Had to remove the ivig in the burette since it wouldn't prime. (B)(6): no harm came to the patient, but luckily, we were able to pull the medication out of the chamber with the port attached. (B)(6): remove the bad lot. Device disposed from circulation.